Event description:
The customer observed a fluid leak of 40 ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no diffs were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/14/2015. The fse found disconnected tubing at the upper sheath coil at pinch valve vl46. He reconnected the tubing at vl46 which fixed the leak and the differential errors. The repairs were verified per established service procedures. (B)(4).